Event description:
It was reported "the package was opened to find the center chamber fractured, attempts to access it were fruitless, replaced with a new catheter". Another catheter was used to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The serial number on the returned sample is gl40346. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Upon aspiration, water was unable to be consistently pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris were noted. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the center chamber fractured" is not confirmed. The returned intra-aortic balloon catheter (iabc) central lumen passed functional testing and the iabc bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification up-on release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "the package was opened to find the center chamber fractured, attempts to access it were fruitless, replaced with a new catheter". Another catheter was used to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".